Manufacturer narrative:
(B)(4)

Event description:
Additional information received indicates the event was resolved on (B)(6), 2014.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that the patient has been experiencing "mild" stress urinary incontinence if there is "unexpected pressure on bladder". Additional information received indicated that the physician attributed the patient's urinary incontinence to the procedure, not the device. Stress urinary incontinence is a new diagnosis for this patient after the mesh was implanted. No additional patient complications were reported in relation to this event.